Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting alarms and needs help troubleshooting. Guided to event log and noted alert 9 (patient temperature 1 above high patient alert), alert 114 (treatment stopped) and alerts 01/02 (low flow) in an arctic sun device. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c, water temperature (wt) was 6.4c, flow rate (fr) was 2.4lpm, patient was 80kg with medium pads in place. They confirmed the patient was shivering. Explained this was causing heat generation. If they address the shivering, the water temperature (wt) should level out. Be sure to keep close eye on patient skin. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. The device was not returned. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting alarms and needs help troubleshooting. Guided to event log and noted alert 9 (patient temperature 1 above high patient alert), alert 114 (treatment stopped) and alerts 01/02 (low flow) in an arctic sun device. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c, water temperature (wt) was 6.4c, flow rate (fr) was 2.4lpm, patient was 80kg with medium pads in place. They confirmed the patient was shivering. Explained this was causing heat generation. If they address the shivering, the water temperature (wt) should level out. Be sure to keep close eye on patient skin. It was unknown what medical intervention was provided.